Event description:
Siemens medical systems quote/unquote was upgrading their nuclear medical systems snac computer software quote/unquote. Unbenounced to the customers they were duped into believing that it was an upgrade. In fact they were deleting valuable diagnostic software form computer that determined whether or not the system was operating correctly or not. Reporter believes that this was done without their knowledge and they would like diagnostic capabilities back.